Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
It was reported that while using day aligners, the patient was not satisfied with the upper arch on the right side, noting one tooth is pushed out more then the others. Also, periodontitis, inflammation, gingivitis sensitivity, broken, not fitting, discolored, jaw discomfort was marked.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.